Event description:
The one month post-op evaluation found the patient's visual acuity to be 20/25. However, at the two month check-up the visual acuity had decreased to 20/60. The lens remains implanted.